Event description:
It was reported this was an arteriotomy closure of the heavily calcified left common femoral artery (lcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide devices were successfully preplaced in the right common femoral artery (rcfa). Reportedly, no suture was present when the plunger of two proglide device was removed in the lcfa, cuff misses occurred. Due to major calcification the patient was moved from radiology to vascular surgery to finish the evar procedure. The sheath was upsized to 14f and the evar procedure was completed. Both the lcfa and the rcfa were closed via cutdown and surgical suturing. There were no device issues with the two proglide devices used in the rcfa. The two sutures in the rcfa were successfully pre-placed; however, due to complications (major calcification) the physician opted from using the sutures and instead closed via cut-down and surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.